Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that noticed this issue for about the last year, there was no lubrication on the intermittent catheter. Having to use a lubrication jelly. Per follow up via phone on 18aug2023,it was reported that they have been receiving catheters that have no lubrication and they have to used a lubrication jelly prior to used.

Event description:
It was reported that noticed this issue for about the last year, there was no lubrication on the intermittent catheter. Having to use a lubrication jelly. Per follow up via phone on 18aug2023,it was reported that they have been receiving catheters that have no lubrication and they have to used a lubrication jelly prior to used.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. Visual evaluation of the returned sample noted one unopened (with original packaging), urethral catheter kit. Visual inspection of the sample noted lubrication gel present on the catheter. This does meet specification which states "lube on catheter and lube on introducer tip. No root cause could be found because the reported event was unconfirmed. A DHR is not required since the reported failure was unconfirmed. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.